Event description:
It was reported that (1) lcsk5 was used during an unknown procedure. It was reported by the rep that the luke reported as having solid tones. Finished procedure by opening another lcsk5. The luke handpiece was used in procedure. No other info known. There was no consequence to pt.